Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) was isolated to a broken t3 transformer pin 1 on the defibrillator pca, causing a broken solder connection. The root cause for the broken transformer and solder connection was physical abuse. There was no adverse event that resulted from the damaged monitor.